Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.7, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required, f2303 medication required. Device evaluation: "based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Crease/folding of implant : observed creases flat on the device. Seroma-late: unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported capsular contracture baker grade iii, folds, and "free fluid" on the right side treatment with "pulse therapy steroid dose, associated with singular" was given. The device has been explanted. The events are considered device related.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported capsular contracture baker grade iii, folds, and "free fluid" on the right side treatment with "pulse therapy steroid dose, associated with singular" was given. The device remains implanted.